Event description:
Patient reported the lap-band system had "slipped" about three months after implantation and the physician treated the event by "readjusting the band." The patient reported the lap-band device has now "eroded into [the] stomach, the tubing had wrapped around [the] stomach, [the patient] developed acid reflux, could not keep food down, and had pain around the access port." Healthcare professional reported the patient presented with "port pain, acid reflux, chest pain, [and patient was] gaining weight." Diagnostic testing showed an infection in the stomach and it was confirmed that the patient had a 'bacteria infection strip d." The physician confirmed the erosion and the band was emptied. The lap-band system was explanted without replacement.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or model number. Band slippage, erosion, vomit, pain, reflux, infection, and inadequate weight loss are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, vomit and reflux as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the b and is indicated." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of erosion and infection as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weigh loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."